Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the springs was starting to perforated the tube/ perforation of left fallopian tube/ left sided essure perforation"), device dislocation ("malposition of essure / device location of device/left coil in proximal tube 03 cm from uterus"), genital haemorrhage ("bleeding / abnormal bleeding (general) / constant bleeding for over a year"), uterine infection ("uterine infection") and pelvic pain ("pain") in a 47-year-old female patient who had essure (batch no. 12579427,b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid from 2012 to (B)(6)2019. Concurrent conditions included obesity, hypertension since 2009, dysfunctional uterine bleeding, urinary incontinence, hyperkeratosis, parakeratosis and hyperthyroidism since 2010. Concomitant products included losartan since 2012, medroxyprogesterone acetate (provera)(B)(6)2015 to (B)(6)2015 and phentermine since (B)(6)2016. On (B)(6)2013, the patient had essure inserted. In august 2013, the patient experienced depression ("nadequacy/depression,"), mood swings ("mood swings") and lethargy ("lethargy"). On (B)(6)2013, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and urinary tract infection ("urinary tract infection"), 2 months 16 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/gained approximately 40 pounds after essure placement"). On(B)(6)2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6)2014, the patient was found to have the first episode of uterine leiomyoma ("fibroids"). In (B)(6)2015, the patient experienced migraine with aura ("eye migraine/starburst;") and vision blurred ("occasional blurred vision/hard time adjusting"). On(B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device,"). On an unknown date, the patient experienced joint swelling ("swelling in hips, knees/swollen joints, difficulty in standing and walking"), abdominal distension ("swelling in my back and abdomen"), the first episode of headache ("headaches"), mood altered ("moody / moodiness,"), hot flush ("hot flashes"), loss of libido ("no sex drive"), hirsutism ("hair growth on face"), dysstasia ("difficulty standing"), gait disturbance ("difficult walking"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, dry skin ("extreme dry skin"), skin disorder ("bumps on arms, legs, thighs"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), the second episode of headache ("headaches"), nausea ("nausea"), memory impairment ("short term memory decreased"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("extreme constipation"), stress ("extreme stress"), alopecia ("hair loss"), insomnia ("no sleep"), palpitations ("racing heart"), back pain ("back pain"), inflammation ("severe inflammation"), arthritis ("arthritic symptoms") with arthralgia and joint stiffness, female sexual dysfunction ("apareunia"), rash ("rash"), visual impairment ("vision/eye problems type: increase glasses") and abdominal pain lower ("cramping in my lower abdomin") and was found to have blood pressure increased ("blood or heart disorder/condition :elevated blood pressure") and the second episode of uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, thermal ablation, d&c, hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries) and hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine infection, mood altered, hot flush, loss of libido, hirsutism, dysstasia, gait disturbance, cystitis, vaginal infection, depression, mood swings, lethargy, dry skin, skin disorder, bladder disorder, urinary tract disorder, the last episode of headache, blood pressure increased, memory impairment, dyspareunia, device expulsion, migraine with aura, vision blurred, weight increased, stress, alopecia, insomnia, palpitations, female sexual dysfunction and visual impairment outcome was unknown, the genital haemorrhage, pelvic pain, joint swelling, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, allergy to metals, dysmenorrhoea, fatigue, constipation, back pain, rash and abdominal pain lower had resolved and the migraine, inflammation and arthritis was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthritis, back pain, bladder disorder, blood pressure increased, constipation, cystitis, depression, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube perforation, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, hirsutism, hot flush, inflammation, insomnia, joint swelling, lethargy, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, mood altered, mood swings, nausea, palpitations, pelvic pain, rash, skin disorder, stress, urinary tract disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight increased, the first episode of headache, the first episode of uterine leiomyoma, the second episode of headache and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6)2014: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records:  menorrhagia, retinal migraine lot numbers and exp/MFR dates 12579427 feb2016 / jun2013 b30426 may2016 / may2013 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-apr-2019: medical records: and social media were received: event abdominal pain lower was added. Event outcome was updated. Reporters were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('one of the springs was starting to perforated the tube/ perforation of left fallopian tube/ left sided essure perforation'), device dislocation ('malposition of essure / device location of device/left coil in proximal tube 03 cm from uterus'), genital haemorrhage ('bleeding / abnormal bleeding (general) / constant bleeding for over a year'), uterine infection ('uterine infection') and pelvic pain ('pain') in a 47-year-old female patient who had essure (batch no. 12579427,b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hip injury, pain in hip, thyroid cyst, elevated bp, weight gain, stress, hot flashes, neck pain, diaphoresis, bowel motility disorder, nocturia, knee pain, dizziness, sinus congestion, poor sleep, acne aggravated and goiter. Previously administered products included for an unreported indication: synthroid from 2012 to (B)(6) 2019 and micardis. Concurrent conditions included hyperthyroidism since 2010, hypertension since 2009, obesity, dysfunctional uterine bleeding, urinary incontinence, hyperkeratosis, parakeratosis, skin rash, bronchitis, hypothyroidism, sore throat, cough, sinusitis and pharyngitis. Concomitant products included losartan since 2012, medroxyprogesterone acetate (provera) (B)(6) 2015 and phentermine since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("inadequacy/depression,"), mood swings ("mood swings") and lethargy ("lethargy"). On (B)(6) 2013, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and urinary tract infection ("urinary tract infection"), 2 months 16 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/gained approximately 40 pounds after essure placement"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient was found to have the first episode of uterine leiomyoma ("fibroids"). In (B)(6) 2015, the patient experienced migraine with aura ("eye migraine/starburst;") and vision blurred ("occasional blurred vision/hard time adjusting"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device,"). On an unknown date, the patient experienced joint swelling ("swelling in hips, knees/swollen joints, difficulty in standing and walking"), abdominal distension ("swelling in my back and abdomen"), the first episode of headache ("headaches"), mood altered ("moody / moodiness,"), hot flush ("hot flashes"), loss of libido ("no sex drive"), hirsutism ("hair growth on face"), dysstasia ("difficulty standing"), gait disturbance ("difficult walking"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, dry skin ("extreme dry skin"), skin disorder ("bumps on arms, legs, thighs"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), the second episode of headache ("headaches"), nausea ("nausea"), memory impairment ("short term memory decreased"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("extreme constipation"), stress ("extreme stress"), alopecia ("hair loss"), insomnia ("no sleep"), palpitations ("racing heart"), back pain ("back pain"), inflammation ("severe inflammation"), arthritis ("arthritic symptoms") with arthralgia and joint stiffness, female sexual dysfunction ("apareunia"), rash ("rash"), visual impairment ("vision/eye problems type: increase glasses"), abdominal pain lower ("cramping in my lower abdomen") and fallopian tube spasm ("side tube spasm") and was found to have blood pressure increased ("blood or heart disorder/condition :elevated blood pressure") and the second episode of uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation, thermal ablation, d&c, hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries) and hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine infection, mood altered, hot flush, loss of libido, hirsutism, dysstasia, gait disturbance, cystitis, vaginal infection, depression, mood swings, lethargy, dry skin, skin disorder, bladder disorder, urinary tract disorder, the last episode of headache, blood pressure increased, memory impairment, dyspareunia, device expulsion, migraine with aura, vision blurred, weight increased, stress, alopecia, insomnia, palpitations, female sexual dysfunction, visual impairment and fallopian tube spasm outcome was unknown, the genital haemorrhage, pelvic pain, joint swelling, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, allergy to metals, dysmenorrhoea, fatigue, constipation, back pain, rash and abdominal pain lower had resolved and the migraine, inflammation and arthritis was resolving. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, arthritis, back pain, bladder disorder, blood pressure increased, constipation, cystitis, depression, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube perforation, fallopian tube spasm, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, hirsutism, hot flush, inflammation, insomnia, joint swelling, lethargy, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, mood altered, mood swings, nausea, palpitations, pelvic pain, rash, skin disorder, stress, urinary tract disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight increased, the first episode of headache, the first episode of uterine leiomyoma, the second episode of headache and the second episode of uterine leiomyoma to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted with date of insertion of device: (B)(6) 2013 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: urine pregnancy test: negative. Concerning the injuries in the case, the following ones were described in patient's medical records:  menorrhagia, retinal migraine, fatigue. Lot numbers and exp/MFR dates: 12579427 feb2016 / jun2013 and b30426 may2016 / may2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2019: pfs received. Event:side tube spasm were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a consumer via social media in united states on 07-jan-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. This report was considered invalid because no contact information was available. The consumer had essure put in 2 years ago, from the reporting time. Then she experienced bleeding for 18 months, pain and swelling in back, hips, knees and abdomen. She reported having essure removed via a total hysterectomy and her pain, headaches and swelling were gone. She also reported that one of the springs was starting to perforate the tube. Upon follow up information received on 04-may-2015 this case was considered valid: a legal claim for this consumer was received. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 20-may-2016. Quality-safety evaluation of ptc: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Company causality comment: this case report was received from a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced bleeding (regarded as genital bleeding) for 18 months and pain. She was submitted to a hysterectomy and essure was removed. According to her, one of the springs was starting to perforate the tube. These events are listed according to essure's reference safety information. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). If a perforation occurs, patient may experience pain and genital bleeding during and after the procedure. In this particular case, although the exact mechanism of the reported perforation is not known, considering event's nature causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident, since device removal was required. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the springs was starting to perforated the tube/ perforation of left fallopian tube/ left sided essure perforation"), device dislocation ("malposition of essure / device location of device"), genital haemorrhage ("bleeding / abnormal bleeding (general) / constant bleeding for over a year"), uterine infection ("uterine infection") and pelvic pain ("pain") in a 47-year-old female patient who had essure (batch no. 12579427, b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and hypertension since 2009. Concomitant products included losartan since 2012, medroxyprogesterone acetate (provera) (B)(6) 2015 to (B)(6) 2015 and phentermine since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 16 days after insertion of essure, the patient experienced uterine infection (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device,"). On an unknown date, the patient experienced the first episode of joint swelling ("swelling in hips, knees"), abdominal distension ("swelling in my back and abdomen"), the first episode of headache ("headaches"), mood altered ("moody / moodiness,"), hot flush ("hot flashes"), loss of libido ("no sex drive"), hypertrichosis ("hair growth on face"), the second episode of joint swelling ("swollen joints"), dysstasia ("difficulty standing"), gait disturbance ("difficult walking"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), depression ("nadequacy/depression,"), mood swings ("mood swings"), lethargy ("lethargy"), dry skin ("extreme dry skin"), limb mass ("bumps on arms, legs, thighs"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), the second episode of headache ("headaches"), blood pressure increased ("elevated blood pressure"), nausea ("nausea"), memory impairment ("short term memory decreased"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine with aura ("eye migraine/starburst;"), vision blurred ("occasional blurred vision"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("extreme constipation"), stress ("extreme stress"), alopecia ("hair loss"), insomnia ("no sleep"), uterine leiomyoma ("fibroids"), palpitations ("racing heart"), back pain ("back pain"), inflammation ("severe inflammation") and arthritis ("arthritic symptoms") with arthralgia and joint stiffness. The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries),), surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries),) and surgery (ablation, thermal ablation, d&c). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine infection, mood altered, hot flush, loss of libido, hypertrichosis, vaginal haemorrhage, menorrhagia, the last episode of joint swelling, dysstasia, gait disturbance, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, mood swings, lethargy, dry skin, limb mass, bladder disorder, urinary tract disorder, migraine, the last episode of headache, blood pressure increased, nausea, memory impairment, allergy to metals, dyspareunia, device expulsion, migraine with aura, vision blurred, fatigue, weight increased, stress, alopecia, insomnia, palpitations and arthritis outcome was unknown, the genital haemorrhage, pelvic pain, abdominal distension, dysmenorrhoea, constipation and back pain had resolved and the inflammation was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthritis, back pain, bladder disorder, blood pressure increased, constipation, cystitis, depression, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube perforation, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, hot flush, hypertrichosis, inflammation, insomnia, lethargy, limb mass, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, mood altered, mood swings, nausea, palpitations, pelvic pain, stress, urinary tract disorder, urinary tract infection, uterine infection, uterine leiomyoma, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of headache, the first episode of joint swelling, the second episode of headache and the second episode of joint swelling to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant condition added, concomitant drug added, lot number received, events added as :-mood altered, hot flash,loss of libido, hypertrichosis, vaginal haemorrhage, menorrhagia, joint swelling, dysstasia, gait disturbance, cystitis,urinary tract infection, vaginal infection, vaginal discharge, female sexual dysfunction, depression, mood swings, lethargy, device dislocation, dry skin, limb mass, bladder disorder, urinary tract disorder, migraine, headache, blood pressure increased, nausea, memory impairment, allergy to metal, dyspareunia, device expulsion, migrainewith aura, vision blurred, fatigue, weight increased, constipation, stress, alopecia, insomnia, uterine infection, uterine leiomyoma, palpitations, abdominal pain, back pain, arthralgia,joint stiffness, inflammation, arthritis.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a pre incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the springs was starting to perforated the tube/ perforation of left fallopian tube/ left sided essure perforation"), device dislocation ("malposition of essure / device location of device/left coil in proximal tube 03 cm from uterus"), genital haemorrhage ("bleeding / abnormal bleeding (general) / constant bleeding for over a year"), uterine infection ("uterine infection") and pelvic pain ("pain") in a 47-year-old female patient who had essure (batch no. 12579427,b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: synthroid from 2012 to (B)(6) 2019. Concurrent conditions included obesity, hypertension since 2009, dysfunctional uterine bleeding, urinary incontinence, hyperkeratosis, parakeratosis and hyperthyroidism since 2010. Concomitant products included losartan since 2012, medroxyprogesterone acetate (provera) (B)(6) 2015to (B)(6) 2015 and phentermine since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("nadequacy/depression,"), mood swings ("mood swings") and lethargy ("lethargy"). On (B)(6) 2013, the patient experienced uterine infection (seriousness criteria medically significant and intervention required) and urinary tract infection ("urinary tract infection"), 2 months 16 days after insertion of essure. In (B)(6) 2014, the patient was found to have weight increased ("weight gain/gained approximately 40 pounds after essure placement"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient was found to have the first episode of uterine leiomyoma ("fibroids"). In (B)(6) 2015, the patient experienced migraine with aura ("eye migraine/starburst;") and vision blurred ("occasional blurred vision/hard time adjusting"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device,"). On an unknown date, the patient experienced joint swelling ("swelling in hips, knees/swollen joints, difficulty in standing and walking"), abdominal distension ("swelling in my back and abdomen"), the first episode of headache ("headaches"), mood altered ("moody / moodiness,"), hot flush ("hot flashes"), loss of libido ("no sex drive"), hirsutism ("hair growth on face"), dysstasia ("difficulty standing"), gait disturbance ("difficult walking"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, dry skin ("extreme dry skin"), skin disorder ("bumps on arms, legs, thighs"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), the second episode of headache ("headaches"), nausea ("nausea"), memory impairment ("short term memory decreased"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), constipation ("extreme constipation"), stress ("extreme stress"), alopecia ("hair loss"), insomnia ("no sleep"), palpitations ("racing heart"), back pain ("back pain"), inflammation ("severe inflammation"), arthritis ("arthritic symptoms") with arthralgia and joint stiffness, female sexual dysfunction ("apareunia"), rash ("rash") and visual impairment ("vision/eye problems type: increase glasses") and was found to have blood pressure increased ("blood or heart disorder/condition :elevated blood pressure") and the second episode of uterine leiomyoma ("fibroids"). The patient was treated with surgery (thermal ablation, d&c and hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries),). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine infection, mood altered, hot flush, loss of libido, hirsutism, dysstasia, gait disturbance, cystitis, vaginal infection, depression, mood swings, lethargy, dry skin, skin disorder, bladder disorder, urinary tract disorder, the last episode of headache, blood pressure increased, memory impairment, dyspareunia, device expulsion, migraine with aura, vision blurred, weight increased, stress, alopecia, insomnia, palpitations, female sexual dysfunction and visual impairment outcome was unknown, the genital haemorrhage, pelvic pain, joint swelling, abdominal distension, vaginal haemorrhage, menorrhagia, urinary tract infection, nausea, allergy to metals, dysmenorrhoea, fatigue, constipation, back pain and rash had resolved and the migraine, inflammation and arthritis was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthritis, back pain, bladder disorder, blood pressure increased, constipation, cystitis, depression, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube perforation, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, hirsutism, hot flush, inflammation, insomnia, joint swelling, lethargy, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, mood altered, mood swings, nausea, palpitations, pelvic pain, rash, skin disorder, stress, urinary tract disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight increased, the first episode of headache, the first episode of uterine leiomyoma, the second episode of headache and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records:  menorrhagia, retinal migraine lot numbers and exp/MFR dates 12579427 feb2016 / jun2013. B30426 may2016 / may2013 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2019: plaintiff fact sheet received. Event rash, vision/eye problems type: increase glasses were added. Outcome of event cramps, abnormal bleeding, severe inflammation and arthritic symptoms, fatigue, nausea, allergic reactions, swollen joints, migraines and urinary tract infection were added incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("one of the springs was starting to perforated the tube/ perforation of left fallopian tube/ left sided essure perforation"), device dislocation ("malposition of essure / device location of device/left coil in proximal tube 03 cm from uterus"), genital haemorrhage ("bleeding / abnormal bleeding (general) / constant bleeding for over a year"), uterine infection ("uterine infection") and pelvic pain ("pain") in a 47-year-old female patient who had essure (batch no. 12579427, b30426) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity, hypertension since 2009, dysfunctional uterine bleeding, urinary incontinence, hyperkeratosis and parakeratosis. Concomitant products included losartan since 2012, medroxyprogesterone acetate (provera) (B)(6) 2015 to (B)(6) 2015 and phentermine since (B)(6) 2016. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 2 months 16 days after insertion of essure, the patient experienced uterine infection (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced the first episode of uterine leiomyoma ("fibroids"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criterion medically significant). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, device dislocation (seriousness criteria medically significant and intervention required) and device expulsion ("expulsion of essure device,"). On an unknown date, the patient experienced the first episode of joint swelling ("swelling in hips, knees/swollen joints, difficulty in standing and walking"), abdominal distension ("swelling in my back and abdomen"), the first episode of headache ("headaches"), mood altered ("moody / moodiness,"), hot flush ("hot flashes"), loss of libido ("no sex drive"), hirsutism ("hair growth on face"), the second episode of joint swelling ("swollen joints"), dysstasia ("difficulty standing"), gait disturbance ("difficult walking"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection") with vaginal discharge, depression ("nadequacy/depression,"), mood swings ("mood swings"), lethargy ("lethargy"), dry skin ("extreme dry skin"), skin disorder ("bumps on arms, legs, thighs"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problem or changes"), migraine ("migraines"), the second episode of headache ("headaches"), blood pressure increased ("elevated blood pressure"), nausea ("nausea"), memory impairment ("short term memory decreased"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine with aura ("eye migraine/starburst;"), vision blurred ("occasional blurred vision/hard time adjusting"), fatigue ("fatigue"), weight increased ("weight gain"), constipation ("extreme constipation"), stress ("extreme stress"), alopecia ("hair loss"), insomnia ("no sleep"), the second episode of uterine leiomyoma ("fibroids"), palpitations ("racing heart"), back pain ("back pain"), inflammation ("severe inflammation"), arthritis ("arthritic symptoms") with arthralgia and joint stiffness and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries),), surgery (hysterectomy with bilateral salpingectomy, oophorectomy (bilateral removal of ovaries),) and surgery (ablation, thermal ablation, d&c). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device dislocation, uterine infection, mood altered, hot flush, loss of libido, hirsutism, vaginal haemorrhage, menorrhagia, the last episode of joint swelling, dysstasia, gait disturbance, cystitis, urinary tract infection, vaginal infection, depression, mood swings, lethargy, dry skin, skin disorder, bladder disorder, urinary tract disorder, migraine, the last episode of headache, blood pressure increased, nausea, memory impairment, allergy to metals, dyspareunia, device expulsion, migraine with aura, vision blurred, fatigue, weight increased, stress, alopecia, insomnia, palpitations, arthritis and female sexual dysfunction outcome was unknown, the genital haemorrhage, pelvic pain, abdominal distension, dysmenorrhoea, constipation and back pain had resolved and the inflammation was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, arthritis, back pain, bladder disorder, blood pressure increased, constipation, cystitis, depression, device dislocation, device expulsion, dry skin, dysmenorrhoea, dyspareunia, dysstasia, fallopian tube perforation, fatigue, female sexual dysfunction, gait disturbance, genital haemorrhage, hirsutism, hot flush, inflammation, insomnia, lethargy, loss of libido, memory impairment, menorrhagia, migraine, migraine with aura, mood altered, mood swings, nausea, palpitations, pelvic pain, skin disorder, stress, urinary tract disorder, urinary tract infection, uterine infection, vaginal haemorrhage, vaginal infection, vision blurred, weight increased, the first episode of headache, the first episode of joint swelling, the first episode of uterine leiomyoma, the second episode of headache, the second episode of joint swelling and the second episode of uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records:  menorrhagia, lot numbers and exp/MFR dates 12579427 feb2016 / jun2013. B30426 may2016 / may2013. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.